Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to erosion. It was noted that an echocardiogram will be performed to determine if a new system is needed. No adverse patient effects were reported.